Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed short and extended self-testing on the device and all tests passed. The customer will perform the ventilator's scheduled preventive maintenance and performance verification testing (pvt) prior to patient use.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.